Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the co2 connector has been pushed in and is not usable. There was no patient involvement.